Event description:
It was reported that on (B)(6) 2024, from 11:56 to 12:45 p.m., a patient connected to the epm 12m patient monitor with an anesthesia machine had ventricular tachycardia (v-tach) on and off alarms. However, the anesthesiologist didn't hear an alarm. The patient expired.

Manufacturer narrative:
A mindray field service representative verified the proper operation of the epm 12m patient monitor. Audio alarms were generated during simulation testing, and patient monitor logs were collected for investigation. The log review demonstrates that on (B)(6) 2024, the epm 12m performed per specification. The monitor generated multiple ventricular tachycardia (v-tach) alarms during the time of the report. During the occurrence period, the alarm volume was set at 5 (on a scale between 2 and 10; high-level alarms like v-tach cannot go lower than 2 unless through password access to advanced settings). The reported problem could not be confirmed; the epm 12m patient monitor was performed according to specifications.